Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device draining/out of juice was not a device issue. The cause of recharging too often was not determined. Decreasing voltage and adjusting programming parameters to increase recharge interval was recommended. Patient weight was unknown. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was charging once a week and now he is charging every other day; this issue started in (B)(6) 2017. Patient had completely let his device drained, out of juice, back in the (B)(6) of 2017, reports patient just charged normally. Patient did not see a 60 minutes clock count down or seen a por message. There was no reprogramming, no change in groups, and no increase in parameters that was done recently. The last time a manufacturer representative saw patient was (B)(6) 2015 and last session date ins/8840 shows was (B)(6) 2015. Recharging calculations were performed: 4 anodes 2 cathodes. 8.5v/890pw/40hz. Therapy impedance: 220ohms on - 16%; 4a 1c 4.1v/300pw/60hz. Never used; 4a 2c 7.9v/1000pw/45hz. Therapy impedance: 275 ohms on - 20 hours 84%; 22754 hours bol: 1.91 days eol: 1.51 days no symptoms were reported and no further complications were reported/anticipated.